Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient was admitted to hospital and suspected of having a gastrointestinal (gi) bleed. It was stated that the patient's hematocrit (hct) dropped to 16, the patient was transfused two (2) units of packed red blood cells (prbcs). It was further stated that the patient was scoped and there was confirmation of gi bleed, exact location unknown. Treatment included epi at site and one (1) clip. It was stated that the patient was discharge. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that the patient was admitted to hospital and suspected of having a gastrointestinal (gi) bleed on (B)(6) 2014. It was stated that the patient's hematocrit (hct) dropped to 16 on (B)(6) 2014 and on (B)(6) 2014 the patient was transfused two (2) units of packed red blood cells (prbcs). It was further stated that the patient was scoped on (B)(6) 2014, and there was confirmation of gi bleed, exact location unknown. Treatment included epi at site and one (1) clip. It was stated that the patient was discharged on (B)(6) 2014. No additional information available.